Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for four to five hours and upon removal the tampon fell apart leaving a piece of pledget inside her vaginal cavity. She began to experience discomfort and vaginal odor. She went to walk-in clinic for examination. The walk-in clinic doctor removed the piece of tampon pledget from her vaginal cavity. Consumer reported she was fine and she did not experience any adverse health effects.